Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.